Event description:
A malfunction was reported on the pump, but no notable events occurred before the issue, and the malfunction code was resettable. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction recurred.